Event description:
Clinical study. Five days after a drug eluting stenting treatment procedure, a dissection was discovered. Target lesion 1 was identified in the right posterior descending artery (rpda) with 99% stenosis and a 2.2 mm reference vessel diameter. Target lesion 1(rpda) was treated with pre-dilatation and placement of 2 overlapping taxus express2 8.8% stents (2.5 x 16 mm and 2.5 x 24 mm). Residual stenosis was 0%. Target lesion 2 was identified in the mid left anterior descending (lad) with a reference vessel diameter of 2.5 mm. Target lesion 2(lad) was treated with placement of a 2.5 x 16 mm taxus express2 8.8% stent. Residual stenosis was not given. The pt was discharged three days later on plavix and asa. The pt presented to a local ER 2 days later complaining of chest pain. EKG showed no acute changes. The pt was transferred for catheterization, which revealed: lmca - normal, lad (target vessel) - taxus stent widely patent with a proximal edge dissection, lcx - normal; mild disease in om2, rca - taxus stents in pda widely patent; rest of the rca widely patent. A 2.5 x 12 mm taxus express2 8.8% stent was placed in the proximal lad, successfully treating the proximal edge dissection noted above.